Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output. A transtelephonic check done 2 months previous showed no drop in magnet or non-magnet rates.